Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing detached at the quick release. The patient noticed insulin out of tubing about 2 hours after changing the set. This issue occurred with one set. No further information available.